Event description:
It was reported that the patient experienced stimulation in the wrong location following a fall. The patient fell one or two days after implant. It was noted that "it wasn't a big fall". The stimulation was turned up high and felt in the rib cage. Impedance measurements were normal. X-rays were performed, but were inconclusive as to whether the lead had moved or not. Additional information noted the patient was scheduled to have the entire system replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).